Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt's lactate dehydrogenase level on (B)(6) 2014 was 1147 ul, which was up from the 300's. The pt was admitted for eval. The pt was listed for heart transplant and a heart became available on (B)(6) 2014. The lvad was explanted during transplant on (B)(6) 2014.